Event description:
Foam electrode wire melted and broke during defibrillation.this electrode was placed in the wrong packaging. This was discovered days after this was used - however this electrode delivered the one shock that was needed for the patient and according to the healthcare workers the electrode had no impact on the patient outcome nor did it cause any harm.what was the original intended procedure?defibrillation.device #1is this a laboratory device or laboratory test?no.